Manufacturer narrative:
(B)(4). Product evaluation: for analysis, 1 un-sealed sample, part number 1882569hs, from lot number 0209302251 was received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Note: the customer indicated that the device checked ok before use. When compared to the assembly drawing: the inner spiral wrap broke 1.23¿ from the distal tip which would have resulted in the reported event. The break point corresponds to the proximal end of the inner spiral wrap and the configuration of the break indicates it broke while moving in a clockwise direction. When viewed under magnification, there was deep gouging on the inner shaft just proximal to the cutting tip which corresponds to where the inner assembly and outer tube contact each other. The outer tube was almost completely worn through at this point [the distal end] which likely indicates excess pressure and or speed were used. The instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture; and not to use burs above the speed indicated on the bur label. The recommended top speed for this bur is 12,000 rpm in forward direction.

Event description:
It was reported that the device was found intact before using for a procedure for rhinitis. During the procedure ¿it was found the blade is broken¿, the tip broke off and was retrieved; ¿the doctor replaced a new one to complete the surgery. There is no impact on the patient.¿